Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge unable to be filled with insulin during the load process. Customer changed the syringe needle as it appeared to be blocked. Cartridge was successfully filled with insulin. Customer's blood glucose was 283 mg/dl.